Event description:
Pt was hospitalized for septic shock secondary to mrsa from abdominal abscess and gastric stimulator. Gastric stimulator removed in 2006, post-op dx septicemia, suspect gastric stimulator and electrode infection.